Event description:
It was reported that during equipment testing by the customer at the user facility, the bearings are falling out of the core impaction bur guard. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for bearing falling out of bur guard was not confirmed as the product was not received for evaluation. Device not returned.

Manufacturer narrative:
The failure for bearing falling out of bur guard was not confirmed by the technician. The bearings in the bur guard were gritty but not broken. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing by the customer at the user facility, the bearings are falling out of the core impaction bur guard. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the bearings are falling out of the core impaction bur guard. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.